Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rewl0907 showed no other similar product complaint(s) from this lot number.

Event description:
We inserted a hemostar cath n the (B)(6) 2014. He did have some sessions on dialysis. Then, dialysis unit has been battling with his dialysis cath. There by passing at the exit site. Dr revised the cath on (B)(6) 2014. There was not much he could do from our side. Suggested that they reverse the flows, which they did. He suggested that it might be a cath defected. On one tubing there was marked indentation on that. He suggested that this not be the case as this is a new cath. He went to dialysis, there was a recurrence with the cath. Bleeding at the exit site.